Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and electric shocks. All therapy available was delivered. Boston scientific technical services (ts) was consulted and could not determine if the episodes were true ventricular events or atrial driven arrhythmias. No additional adverse patient effects were reported. At this time, this device remains in service.